Event description:
(B)(4).

Manufacturer narrative:
Maquet cardiopulmonary gmbh requested the product for investigation on 2019-10-18. The product was received on 2010-10-30. The returned hls set was investigated in the laboratory of the manufacturer on 2019-11-18. According to the investigation request the pump cover was removed. It was detected that on the pvent sensor the adhesive membrane has come off. On the pint sensor the adhesive membrane was yellow discolored. On the part sensor no abnormalities could be found. The sensors become wet by blood / priming solution during use. The hls module was connected with a cardiohelp I and the all presssure are not displayed on the cardiohelp. Additionally a tightness test according lv 201 was performed. A leakage was noticed on the connection between tube and blood inlet connector. (No evidence was provided that this failure was noticed within the initial complaint report). No other abnormalities were detected. The reported failure "high pint pressure" was occurred during patient treatment and could be confirmed. The most probable root cause for the reported failure "high p int pressure" could be the detected dissolved adhesive membrane on the sensors. Device history review (DHR) for complaint (B)(4) reviewed on 2019-11-25 (dms# (B)(4)) there were no references found, which are indicating a non conformance of the product in question. The reported failure is covered in the current risk assessment hls set advanced, hit set advanced dms # (B)(4)v22. The risk is covered h2.4.13, h2.4.14, h2.4.15 and mitigated. The occurence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from a customer from (B)(6) that during patient treatment that very high p-int values - due to this very high delta p values (116 mmhg) occurred on the hls set. They replaced the set. They checked the anti-coagulation (fibrin, aptt, heparin ect) was like normal and in ecls range. No patient harm was reported. (B)(4).